Manufacturer narrative:
The device has yet to be evaluated by the manufacture. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacture received info alleging a ventilator would not power on. The device was not in pt use.